Event description:
It was reported that when the patient presented in clinic for a routine follow-up, inappropriate atp therapy delivery for an svt episode was observed. Device was reprogrammed. The patient will continue to be monitored.